Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that in a low anterior resection , surgeon had put the anvil (detachable tip ) in the bowel and after he had forced it to close to the rest circular stapler, he was about to fire, but he observed that the last one was released and could not be closed in the instrument. After he had tried it several times, he replaced the instrument with a similar one from other company and create the anastomosis of the bowel. Case was delayed by 20-minutes but completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 02/22/2021. D4: batch # u5c288. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The staples were present, and the washer was uncut, indicating that the device was not fired. However, experienced anvil attachment issues could not be confirmed since the device and anvil could be assembled without any problems. Initial attempts to fire the device however were unsuccessful while the backlight was observed to dim when the firing trigger was activated. Removed the shrouds and noticed the motor was warm to the touch. The motor had visible external corrosion suggesting the past presence of liquid. The device fired when a known good motor was assembled. The failure of the motor likely occurred through corrosion and/or dried contamination after the procedure, and hence not related to the complaint. The device was then fired on test media which formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecured anvil. The event described could not be confirmed as anvil performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.